Event description:
Medics were transporting a male patient with severe chest pain to an emergency room and the device briefly displayed an atrial fibrillation heart rhythm. However, the device then lost ECG signal and was unable to regain ECG rhythm via electrode pads. The medics were able to acquire an ECG rhythm via ECG leads and the patient was in full cardiac arrest; however, the device's display then went blank. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The problem of unable to obtain an ECG signal was duplicated an attributed to an open within the device's muli-function. The cable was replaced. The problem of the device's display blanking out was not duplicated after extensive testing. The malfunction was not replicated or confirmed. The device was returned to the customer.